Manufacturer narrative:
Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Once an investigation result is available, an amended medical device report will be filed. (B)(4).

Event description:
During the explantation, the lag screw broke. The broken part of the lag screw is not available. Since the lag screw was difficult to remove, there was a surgery delay of 4 hours. Finally, the lag screw and the nail could be removed.